Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation and kink were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported kink and separation appear to be related to operational context. There was no damage noted during inspection prior to use, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during preparation and/or advancement such that the device became kinked and upon further manipulation the shaft ultimately separated. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. The 3.0x15 mm nc trek was advanced to the lesion and inflated twice; however, the proximal shaft may have first kinked, then separated outside the patient. There was no adverse patient effect and no clinically significant delay in the procedure. Another nc trek was used to complete the procedure. No additional information was provided.